Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the stem subsiding. The surgeon indicated that the stem may have been too small for the patient's femoral canal. The surgeon attempted to replace the acetabular liner and leave the cup implanted; however, the surgeon experienced difficulty impacting the liner into the cup. The revision surgery was completed utilizing competitor acetabular components. It is unknown whether or not biomet femoral components were implanted during the revision procedure. There was a delay greater than thirty minutes experienced during the revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07771 / 07772).